Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube near the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer declined troubleshooting as she was on vacation and she was being charged by the minute. No further information reported.